Event description:
The user facility reported a 74-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the impella 5.5 came out of lv (left ventricle) while removing wire. Physician was unable to advance back and decision was made to opt for an impella cp device which was successful. No known patient harm or injury.

Manufacturer narrative:
The impella device was not received from the customer, therefore no evaluation could be completed. If a device is received a follow up MDR will be submitted. Review of the clinical notes revealed that the pump was unable to pass through the patient's vasculature as the pump was placed without the guidewire. No product damage was reported. The cause of the issue was wireless insertion. The impella device is not indicated for wireless insertion per the IFU 10003049.